Event description:
It was reported that the user contacted support regarding a libre 3+ sensor education question and noted a sensor glucose reading around 300 mg/dl despite not eating, with a subsequent reading around 285 mg/dl, and planned a fingerstick to verify accuracy while using the ilet bionic pancreas. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and there were no alerts or alarms reported. Investigation included case review and user guidance on sensor accuracy verification. Investigation of this case revealed an unclear cause for the elevated sensor readings with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.